Event description:
On (B)(6) 2010, pt reported his infusion device has condensation on the inside of his cartridge compartment. Pt stated he saw it, smelled it and knew it was insulin by the smell. Pt reported, he took out the insulin cartridge and there was enough insulin to drip out on his hand. Pt stated, the plunger has not been separated from the cartridge compartment but the plunger is leaking the insulin. Pt reported, there is no damage to the cartridge. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Produce was replaced and requested return of the suspect product for evaluation.